Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic dissection. Vessel morphology is unknown. It was reported that the physician implanted the stent graft system, and performed a lsa-lcc bypass. Aortic diameter at the lcc measured 38-39 mm. The 40x36x150 stent graft was landed proximal to the lcc, and then the 36x36x150 was extended to just above the celiac artery. The procedure was successful, with the dissection covered and no filling of the false lumen. One day post-op the patient was said to be doing well, was up and moving. On the next day, the patient was still doing well, moving, eating, walking with good pulses. On the third day post-op, the patient coded and died. The physician said there was no clear cause of death. A review of returned films pre-implant cta's confirmed that the patient had a thoracic aortic dissection. The dissection started near the level of the lsa, and extended distally to the celiac artery. The thoracic aorta flow lumen diameter near the lca measured approximately 38mm, and near the celiac artery measured 28mm. Images during and post-implant were not provided. The cause of the death could not be determined from the images provided.

Manufacturer narrative:
(B)(4).